Manufacturer narrative:
We received one 744f75 catheter with a monoject 3ml limited volume syringe for examination. The balloon would not maintain inflation due to leakage between the inflation lumen and the distal lumens. Further testing confirmed the leak to be occurring from inside of the backform. The proximal lumen was found to be patent and did not leak. A cut down was performed on the backform to expose the leak location and the leak was found to be due to a crack between the lumens where the catheter tube ends in the backform, and the mandrel forms and continues the lumen. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. No visible damage was observed from the catheter body or returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that during pre-test of the catheter, the balloon burst. There were no patient complications or injury reported.